Manufacturer narrative:
A root cause could not be determined with the information provided by the customer. Additional information for further investigation was requested but not provided.

Event description:
The customer alleged they received a questionable estradiol result on their e411 analyzer for one patient. The patient's initial estradiol result was 4012 pmol/l and it was reported outside the laboratory. On (B)(6) 2013, the patient had a new sample tested and the estradiol result was around 2000 pmol/l. The laboratory questioned the initial result based on the new sample and repeated the initial sample. On (B)(6) 2013, the repeat estradiol result was 1486 pmol/l, which fit the patient's clinical picture. On (B)(6) "2016", the original sample was repeated again and the result was 1512 pmol/l. A corrected report was issued. The customer repeated three other samples from around the time of the event, and all the repeat results agreed with the initial results. The patient was not adversely affected by this event. The estradiol reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occurred in (B)(6).